Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product sample was received for evaluation visual and functional testing were performed. Two pictures were attached. A leak was observed in the join with the tube of the bag. The samples consist of one cassette unit. The returned sample was received in used condition without its original package. After the leak testing was performed, the sample unit was filled with white colored water using a syringe in order to detect any leakage. The sample presented leaks in the join with the tube of the bag. The root cause of the reported issue is that the bag seal machine was causing the weak seal condition on the joint of the tube with the bag. The generator of the equipment was identified.

Event description:
It was reported that after filling up medical fluid into the product (a cassette), when the customer tilted it at a pre-use check, medical fluid leaked from it. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File(B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.